Event description:
On (B)(6) 2013, the patient contacted animas, alleging a power (moisture ingress) issue. It was indicated 2 days after the pump was immersed in water, there was moisture noted in the battery compartment and then the pump would not power on. The reporter denied damage to the pump. The yellow o-ring reportedly was not visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: a review of the black box history revealed two ¿motor rewind errors¿ and two ¿replace battery¿ alarms on (B)(6) 2013. The battery compartment was found to be cracked. Corrosion was also found in the battery compartment. A leak test revealed that the battery compartment was found to be leaking. During evaluation, the pump displayed the ¿replace battery¿ message during a rewind attempt. The pump was opened, there was evidence of moisture found on the force sensor flex pins and on the pcb. Unrelated to the complaint, the display screen was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.